Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Following actions were performed: mechanical upgrade performed; physical damaged front panel replaced; defective material exchanged; pressing unit defect: replaced; pneumatic circuit checked; unit cleaned; unit calibrated newly; functional test acc. To test procedure completed; electrical safety test acc. To iec 60601-1 completed ; hipot test completed; functional test performed. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. At this time, no corrective action is required, and no further action is warranted however, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the 4590 fms solo irrigation pump device stopped during operation. It was reported that it might be a defective contact / loose connection. It was not reported if there was a delay in the surgery or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.